Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead has out of range lead impedance and has a range of more than 2500 ohms. The pacing impedance measurement jumped from 800 -1000 ohm range to greater than 2500 ohms on (B)(6). The lead needs further troubleshooting to determine if capture threshold is affected. Dr. (B)(6)cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).